Event description:
The customer states that one patient sample generated an initial hemoglobin result of 7.99 g/dl. The patient's physician questioned the result because it did not fit with the patient's clinical condition. A new sample was drawn and tested the following day and generated a hemoglobin result of 16.2 and 16.0 g/dl. The initial sample was then retested and generated results of 16.9, 17.0, and 16.8 g/dl (the second sample was also retested with similar results). Controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
In reviewing the data from the customer site, it is apparent that the initial sample run generated a result with dilutional effect versus the repeat run on a secondary analyzer which is supported by the clinician confirming that results do not match clinical presentation of the patient. In reviewing the data log from the analyzer, it was noted that two other samples during this time had invalidated results (designated with asterisks on the results printouts). The sample in question was tested within one minute of these invalidated samples. The possibility of a partial clog coming from previous sample runs could not be eliminated. It can only be conclude that there was an unknown pre-analytic issue (i.e. Partial clog, short sample, etc.) Which may have caused the result generated by the sample in question. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn (cd) ruby system operator manual, l/n 08h56-03, rev. D., contains information to address the customer's current issue. Based on the results of the current evaluation, a product malfunction was not identified related to this event .

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).